Event description:
Father's in-home oxygen concentration may have caused him to contract legionnaire's disease. Dr said she would be interested in performing testing if FDA did not follow up in the complainant's home. Suffers from renal dysfunction, copd and heart problems. One of his lungs collapsed and he was administered CPR and revived by live-in grandaughter. He was taken to the hosp immediately after and remains there to date. He was diagnosed with legionnaire's disease in the days following his admittance to the hosp. Father's recent typical daily activities include a morning visit to restaurant to drink coffee with friends, and various medical appointments. He is otherwise at home during the day. Reporter has retained an attorney and would like the equipment tested by FDA to learn if it is positive for legionella bacteria. Began using the machine 2 mos prior. Still has both lincare and supplier's machines; three lincare e2 oxygen bottles and six m4 bottles; four recently delivered homecare co e2 oxygen bottles; three 500ml, bottles of air life sterile water (two partially used); three new aqualite systems brand 100ml. Bottles of sterile water, both brands for use in the homecare co machine's humidifier apparatus. Lincare instructed them to use tap water with their machine and that is why they did initially. The machines do not have water in them upon delivery. They were instructed how to add the water and how to maintain the equipment by the reps. She said she washes the humidifier apparatus in their dishwater when it becomes empty, adds sterile water and reassembles the equipment. She said the sterile water bottes are thrown away and are not returned to supplier. At first, they used the lincare oxygen bottles with the supplier's machine.